Event description:
A report was received that stated the pt was receiving an infusion via an implantable protal access system. The suspect medical device was utilized as the needle to access the implantable infusion system. Following insertion of the device into the portal access system, the safety device would not fully activate. As a result, the needle was not fully captured in the safety device and was exposed. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.